Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer failure occurred. The technical support specialist (tss) resolved issue after remote troubleshooting. The tss accessed the system remotely and verified the drawer settings in the populate buttons menu, which appeared correct. The customer was logged in and retry, and then drawer functioned properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer was not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.